Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the instrument threaded tip is broken off as mentioned in the complaint description. The broken off part we have received for investigation. Further investigation showed that the instrument is nearly two years old. A full review of the manufacturing documentation for this lot was conducted and confirms that it was manufactured to specification. However, the wrench section of the instruments is damaged and also visible all over the part are hammer marks. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that for the breakage may have been insufficient connection with the insertion-handel. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. Since we are not aware of exactly circumstances during the surgery, it is likely that a mechanical overloading situation must have led to the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 11october2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the threaded tip of insertion handle broke intra-operatively. No prolongation in surgery reported; there was no patient harm reported. It was reported the device became loose after the first hit and broke after multiple hits. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.